Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the time of death. It was not reported if therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: manufacture date: december 2010. (B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history log review was performing and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed and found no issues. The device passed functional testing. Should additional relevant information become available, a supplemental report will be submitted.